Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A photo was returned showing the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® adapter with luer adapter leaked blood from the rubber sleeve inside the tube holder after specimen collection. No mucous membrane exposure. No serious injury, no medical intervention.